Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a folfusor did not flow. According to the report, the nurse clamped the device's tubing during infusion in order to perform an unknown treatment that was ¿not compatible¿ with the unknown drug being administered by the folfusor. When the patient was being discharged the nurse unclamped the tubing and noted that the solution did not flow. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.